Event description:
It was reported that the broach sat up 7mm above broach line. Surgeon had to use a 5.5mm broach and a 6mm broach and broach still sat proud. Surgeon opted to use a (-) head.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.